Event description:
Patient presented to the physician with an infection of the inspire device. Propionibacterium and staphylococcus epidermidis were identified. Physician brought the patient into the or and removed the entire inspire system.